Event description:
The cardiologist attempted arteriotomy site closure with a prostar 9 fr pvs system. The white handle broke off during the procedure. A vascular surgeon was called to the cath lab to complete closure. Attempts to contact the complainant have not resulted in further info. However, handle breakaway is a safety feature designed to prevent excess force from being used in deployment. The instructions for use direct that users terminate deployment, back-down the needles and retrieve the device if excessive force is encountered. When back down and retrieval is successful, hemostasis can be accomplished nonsurgically, while no cause for this complaint can be determined, handle breakaway may be expected when excessive force is used. The available info is not sufficient to determine the cause for this event.